Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ patient was revised to address a metal reaction. Update rec'd: 8/18/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from popping/snapping sensation, pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. There is no new additional information that would affect the outcome of the investigation. Update: 12/3/2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, dislocation, and osteolysis, the stem is being added for the alleged high metal ions (no lab results were provided). There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/30/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).